Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 5022263/5022336.

Event description:
It was reported that all components were explanted due to inadequate stimulation and the explanted devices will not be returned per hospital policy. No further information has been obtained despite good faith efforts.